Event description:
It was reported that during impaction of the femoral trial, the black pad broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was used for the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned psn fem cr impactor pad was performed. The device was found to exhibit signs of repeated use (nicked and gouged) and a corner of the impactor pad has fractured off into 2 separate pieces (not including the base). All pieces were returned. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue

Event description:
No further event information available at the time of this report.